Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a frozen display anomaly, external ram crc error alarm and unexpected restart on the insulin pump. Customer¿s blood glucose level was 117 mg/dl. Troubleshooting was performed. Customer advised the external ram crc error alarm and unexpected restart alarm were past events and both were cleared. However, customer advised they removed the battery, they were unable to clear the frozen display anomaly and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart and external ram crc error alarm due to buttons not responding. No frozen display anomaly noted.